Manufacturer narrative:
The investigation conducted by the field service engineer determined that the power issue experienced by the customer was due a patient side cart power cord malfunction. The system was repaired by replacing the affected power cord.

Event description:
It was reported that during a da vinci s procedure, the surgical staff experienced issues with the patient side cart intermittently switching to battery power. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.